Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote transmission, there was an alert for non-sustained ventricular fibrillation (nsvf) on the device. Technical support was contacted and noted that the nsvf was due to episodes of noise that were being oversensed by the device. The patient presented to the clinic and all electrical parameters were stable and in range. No intervention was performed at this time and the patient was stable and will continue to be monitored.